Event description:
It was reported that the surgeon removed the long gamma nail, distal screws, lag screw and set screw due to groin pain and avn.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report.